Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue key (slide clamp) broke which severed the tubing of a clearlink continu-flo solution set and resulted in a fluid leak. The nurse opened the door of the novum large volume pump and the blue key broke and severed the tubing causing the medication to leak. This occurred while re-priming the set with dexmedetomidine as it was observed that there was propofol backup into the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.